Event description:
It was reported by clinical study patient underwent oxford knee arthroplasty on (B)(6), 2007. Subsequently, patient was revised on (B)(6), 2008, due to bearing dislocation.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and firous tissue laxity can also contribute to these conditions."